Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery for a spinal therapy. It was reported that on (B)(6) 2020, s5 was adopted (l4-s2ai extension) for lower extension reoperation of implants of other comp anies. However, a broken rod was recently noted, and the operation was repeated again. The rod was broken between l5/s1 and both sides were broken. This time, the rod and some screws were replaced. There were no patient symptoms/complications. Initial reporter inf ormation cannot be provided due to the restriction by the privacy regulation. The explanted product was discarded and was replaced. Levels implanted: l5-s2 device status reason : explanted-partial reason for revision: adjacent facet disorders pre-operative diagnosis: pseudoarthrosis at l5/s1 the reason for the adjacent facet disorders was unknown. The patient is heading in the direction of recovery. The procedure was completed successfully. Procedure/therapy: rod reinforcement and screw replacement. Screws added to event due to screw loosening. It is unknown whether the screws contributed to any complications. The loosened screws were needed to be replaced. The explanted products were discarded. The screws were not used in the initial operation. The event of screw loosening was identified before surgery. The screws that were explanted was because of loosening.

Manufacturer narrative:
Multiple devices were explanted including screws and rods. Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Product ID: 1604300500, lot# 0759964w , quantity: 1 product ID: unk_solerascrew , lot# unknown, quantity: 6. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery for a spinal therapy. It was reported that on (B)(6) 2020, s5 was adopted (l4-s2ai extension) for lower extension reoperation of implants of other companies. However, a broken rod was recently noted, and the operation was repeated again. The rod was broken between l5/s1 and both sides were broken. This time, the rod and some screws were replaced. There were no patient symptoms/complications. Initial reporter information cannot be provided due to the restriction by the privacy regulation. The explanted product was discarded and was replaced. Levels implanted: l5-s2 device status reason : explanted-partial reason for revision: adjacent facet disorders pre-operative diagnosis: pseudoarthrosis at l5/s1 the reason for the adjacent facet disorders was unknown. The patient is heading in the direction of recovery. The procedure was completed successfully. Procedure/therapy: rod reinforcement and screw replacement. Screws added to event due to screw loosening. It is unknown whether the screws contributed to any complications. The loosened screws were needed to be replaced. The explanted products were discarded.